Event description:
Literature abstract presented at a 2002 meeting describes results of a prospective study of the lma-flexible airway. Authors report 5 adverse respiratory events of oxygen desaturation of which 2 occurred with the lma in place. One event occurred during a difficult insertion and was treated by increasing the anesthesia level. The 2nd event of desaturation occurred during the surgical procedure when the lma airway was dislodged and had to be replaced.